Manufacturer narrative:
Device received with solid white screen due to broken traces on the lcd glass between the lcd controller and the lcd image area. Unable to perform displacement test due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a solid white screen. Customer stated that he was monitoring the insulin pump for 2 hours and frozen display recurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.